Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2017. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pain/pelvic area") and migraine ("migraine/headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)") and complication of device insertion ("unable to advance coil into right fallopian tube"). The patient was treated with surgery (essure removed). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage and pelvic pain had resolved and the dysmenorrhoea, migraine and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date as per summons- (B)(6) 2018, (B)(6) 2018 as per pfs 6 trailing coils were noted on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs and mr received: event abnormal vaginal bleeding,unable to advance coil into right fallopian tube , pelvic pain, migraine/headache and device monitoring procedure not performed added. Reporter, onset date, severity, outcome, concomitant drug ,essure removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metralgia (bleeding b/w periods)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: insertion date as per summons- (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2017. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pain/pelvic area") and migraine ("migraine/headache"). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and complication of device insertion ("unable to advance coil into right fallopian tube"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2018. At the time of the report, the genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage and pelvic pain had resolved and the dysmenorrhoea, migraine and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per summons- (B)(6) 2018,(B)(6) 2018 as per pfs 6 trailing coils were noted on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Date of insertion updated. Model number updated from ess205 to ess305. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: insertion date as per summons (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-nov-2020: pif received. Case was upgraded to serious incident as removal was done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.